Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that during a thr procedure the polarcup trial insert slotted 28/49 broke inside the patient. It is not known if all pieces were recovered from the wound and how this procedure was completed. Surgery was delayed for no more than 30 min.

Manufacturer narrative:
Results of investigation: a polarcup trial insert slotted 28/49 (art. No. 75000665 / lot number b70391) was reported as broken inside the patient. Surgery was delayed for no more than 30 min. The complaint device, used in treatment, was returned for investigation. The device was found broken, the reported failure mode was confirmed upon visual inspection. The complaint history review were performed, no further complaints for devices from the same lot were found. The production documentation were reviewed, there were no deviations from the standard manufacturing procedure. The IFU (lit. No. 12.23 ed 05/16) requires "before use, the functionality of surgical instruments should be checked." All reusable instruments be routinely inspected for wear and damage and replaced as necessary according to the processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19). A review of the risk management documentation verifies the failure mode and severity of the reported issue. For the medical investigation, adequate documentation was not received to fully evaluate the complaint. Based on the conducted investigation, the root cause could not be determined conclusively. No further actions are deemed necessary at the time. Smith+nephew will continue to monitor for similar issues. The device will be discarded.